Manufacturer narrative:
This report is based on information provided by a philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator indicating that the device showed an error. The rse evaluated the device remotely and determined that the error was due to a defective battery (battery aging). Since the device had been in use for many years, it was scrapped, and the hospital has decided to purchase a new defibrillator. Based on the information available and the testing conducted, the reported problem was determined to be due to a defective battery. The root cause of which could not be determined. The reported problem is confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The hospital has opted to procure a new defibrillator. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened for reassessment.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart mrx defibrillator exhibited a german error report. There was no reported patient involvement.